Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple inappropriate therapies for svt. Patient noted missing one dose of his medication. Device had mischaracterized atrial flutter as vt. The device was reprogrammed and patient will be followed-up in clinic.